Event description:
Boston scientific crm received information that this pacemaker which had been implanted three years, displayed 1.5 years remaining. Premature battery depletion was suspected. No adverse patient effects were reported. Boston scientific received information that this device was recently explanted due to battery depletion. No further allegations were communicated at the time of explant. No adverse patient effects were reported.

Manufacturer narrative:
The pacemaker remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated. The device was explanted and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.